Event description:
During a polypectomy procedure, while using the sd-9u snare and a-cord with a con med electrosurgical unit, the con med electrosurgical unit did not activate. Tissue became entrapped in the snare causing the tissue and a piece of the colon to be pulled out through the rectum. As a result, the surgeon was required to dissect the polyp from the colon wall in order to release the snare and return the piece of colon back into the pt. The pt remained in the hospital but was not required to stay overnight. At this time, the surgeon does not know if permanent injury to the pt will result.